Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional of a clinical study. The patient reported on (B)(6) 2017 that the ins would not charge. The event was related to the device or therapy, specifically the recharge process as the patient was non-compliant and chose not to recharge.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a representative (rep) regarding a patient who was implanted with a neurostimulator (ins). It was reported that the patient failed to recharge in time to avoid an overdischarge. A physician mode reset (pmr) and a power on reset (por) were performed and the issue resolved. It was noted the por code was 0x408. No symptoms were reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The ins was reprogrammed and the event resolved without sequelae on (B)(6)2017.